Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.